Event description:
The manufacturer received the product for evaluation on 10/2/2006 with no documented reason for device explant or return. The ins was returned for analysis after an unknown length of service life. The unit was implanted in 2003. No additional information is available on any symptoms or outcome. Additional event information has been requested. A follow-up report will be sent to FDA when additional information is received.

Manufacturer narrative:
H6 - final device analysis results reveal - bond wire(s) broken. This device is part of the affected serial number range for the kinetra broken wire bond recall.